Event description:
It was reported that the pacemaker exhibited header noise on the atrial channel. The noise was reproducible with movement. On (B)(6) 2018, the patient presented for device replacement procedure. During the procedure the device was reprogrammed but noise was still noted. The device was explanted and replaced. Patient was in good condition post procedure.

Manufacturer narrative:
The reported field event of noise was not confirmed in the laboratory. The device was tested on the bench the damage found was sustained during the surgical procedure. The device was otherwise normal and no anomalies were found.